Event description:
Healthcare professional reported on the evening of injection in the nasolabial folds and "perioral rises" with juvederm ultra xc, the pt experienced "swelling and a lot of tenderness" on the "entire right side" of the face. Three days later, the pt was treated with hyaluronidase, doxycycline and a medrol dosepak. Four days after treatment was prescribed, the healthcare professional noted the pt developed what looked like an abscess on her gum line. Per the healthcare professional, "it's like a cyst, painful, yellowish, pinkish 1.5 cm fluctuant mass."

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, tenderness, pain, and "yellowish pinkish fluctuant mass" which looked like an abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.